Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a closurefast ablation device along with a radiofrequency generator during procedure to treat 7 segments in the short saphenous vein (ssv). Compression was used. The lumen was flushed prior to use. IFU was followed. Proper temperature was reached. The product was not found during field cycle counts. 3 filed cycle count were performed between (B)(6) 2020 and (B)(6) 2021. The theatre stock controllers were advised that the product was not found and short dated and thereafter expired. The product was used on a patient on (B)(6) 2021 but the device had expired (B)(6) 2021. On usage of the item, the stock controller picked up that the missing item was used. They are unsure how the item resurfaced. There were no complications during and after the surgery.